Event description:
The customer reported one hundred eighteen (118) false negative results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022. Pcr confirmation testing (platform: perkin-elmer) generated positive results and was performed within 48 hours. Confirmation test was performed when either symptomatic patients receive negative results with binaxnow covid-19 ag card, or upon request of the patient or healthcare provider. The customer did not provide the number of symptomatic/asymptomatic patients or the lots used to test this cohort. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. The customer had no further information on the individuals tested. Per the customer, routine testing was being performed in k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).

Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation report: the information to enable further investigation, such as the specific lot numbers used to test k-12 schools in march 2022, was not provided and an investigation was not able to be performed. However, review of lot trend analysis showed that rates for false negative results are within historical ranges. Complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Related MFR. Report numbers: 1221359-2022-02551 through 1221359-2022-02668.